Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure that used a 6 fr. Sheath. The device was reported to be inserted without difficulty. It was reported that good mark had been obtained, the foot deployed without difficulty and needle deployment went without difficulty. Upon needle retrieval, a cuff miss was noted and it was reported. The physician then parked the foot without difficulty. The device was being removed to be exchanged for another device. Upon device removal "excess bleeding" was noted at the site, along with a mild hematoma. The hematoma was able to be compressed out. In an attempt to obtain hemostasis, a 7 fr. Sheath was inserted and then an 8 fr. Sheath was inserted. Hemostasis was not achieved. A femstop was then applied. The pt was sent to surgery for arteriotomy closure. The surgeon stated he "found a perfect circle in the artery or tissue track." The surgeon had no explanation for how the hole occurred. There has been no report of further adverse pt sequelae.